Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the external device displayed early replacement indicator. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken where in the ipg was explanted and replaced restoring therapy.

Manufacturer narrative:
The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. Analysis of returned device identified that this product should not have been reported on because there were no alleged deficiencies with the product